Event description:
Ir (interventional radiology) cerebral angiogram for sah (subarachnoid hemorrhage) performed. Intervention with coiling for basilar artery aneurysm. Inspection of device following deployment of coil indicated it had elongated but remained intact. Device provided to manufacturer for examination. Manufacturer response for hydrocoil 10, hydrocoil 10 (per site reporter). Device provided to representative for evaluation.